Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. Subsequently, the ipg is inoperable and the patient has lost stimulation. Troubleshooting was attempted without success. As a result, surgical intervention may occur.

Event description:
Based on information obtained, the patient's ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.